Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and the patient was having high charge burden. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.